Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reyj0101 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported there was catheter breakage with a PICC on (B)(6) 2015. No other information was provided.